Event description:
A customer called backman coulter regarding a discrepant urine test result from a pt. The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). The pt's urine sample was retested with the icon 25 hcg and the result was negative. The customer indicated that the pt was "sure" that they were pregnant. Based on the pt's comments, a serum sample was also collected from the pt on the same day and was tested quantitatively for bhcg. The quantitative bhcg results was >200,000 miu/ml (test methodology not provided). The pt also had an ultrasound and the result indicated that they were 9 weeks pregnant. There has been no change to pt treatment that can be attributed to this event.